Manufacturer narrative:
H3 other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a procedure was performed on (B)(6) 2024, utilizing the shurfit 3d titanium interbody cage system. The surgeon was using a mallet to place the cage into the proper position when the tip of two different assembly, inserter, posterior curved cage (72-in-1001) broke. The broken pieces with a pickup and the procedure was successfully completed by opening another set that was readily available. There was no patient injury or surgical delay. It was noted that the surgeon indicated the patient had very hard bone and does not allege the device had anything to do with the instrument failure.

Event description:
It was reported that a procedure was performed on (B)(6) 2024, utilizing the shurfit 3d titanium interbody cage system. The surgeon was using a mallet to place the cage into the proper position when the tip of two different assembly, inserter, posterior curved cage (72-in-1001) broke. The broken pieces with a pickup and the procedure was successfully completed by opening another set that was readily available. There was no patient injury or surgical delay. It was noted that the surgeon indicated the patient had very hard bone and does not allege the device had anytihng to do with the instrument failure.

Manufacturer narrative:
H3 device evaluation - both units of 72-in-1001 per lot code 27239sf were made to rev b design level. The issue associated with the fractured implant locking fork was previously addressed by a design change which was released 7/11/2023 with a use as is disposition for existing inventory. This change along with another improvement which released 1/26/24 with a use as is disposition for existing inventory further addresses the issue. These changes correspond to rev d and rev e. This failure has not occurred to units produced to the rev d and rev e design levels. Root cause analysis: insufficient material section of the implant locking fork to withstand impaction forces while positioning the implant. No additional corrective actions are required.